Event description:
It was reported that during the implant procedure, the atrial lead exhibited low impedance measurements. The physician elected to no longer use and replace the lead. The patient was in stable condition.